Manufacturer narrative:
The orthopedic specialistprovided a diagnosis of possible slap/bicep/rotator cuff tear and prescribed physical therapy multiple times a week as well medication for the pain. There were no work restrictions and the fse did not take any time off as a result of his injury. A restrospective review of complaints going back to 01-jul-2023 was done and there were no additional similar events reported. The information available suggests this is an isolated incident. Bec internal identifier - (B)(4).

Event description:
The bec field service manager reported that a bec field service engineer (fse) was injured while troubleshooting the customer¿s dxh 800 hematology instrument. During troubleshooting the customer's dxh 800 hematology instrument, the fse injured his right shoulder due to lifting a cover on the instrument several times. The door needs to be removed each time to service the area and needed to be placed back on to engage the safety measures on the unit. Per incident report (B)(4), the field service manager indicated that the fse placed the right hand on back of instrument door from lower right, with the left hand on top of the left front side of the door, lifted door with both hands and felt popping in right shoulder. The fse was initially seen by their primary care physician (pcp) on (B)(6) 2024. The pcp did not provide a diagnosis and imaging was not done of the affected area. The fse was instructed to use over the counter (otc) cream for pain relief and told to follow up with an orthopedic specialist and get x-rays of the affected area. There were no work restrictions required by the pcp. The fse received x-rays on (B)(6) 2024 and the results of the imaging were considered normal. On (B)(6) 2024, the fse was seen by an orthopedic specialist, who provided the following diagnosis: possible slap/bicep/rotator cuff tear and prescribed physical therapy multiple times a week as well medication for the pain.